Event description:
It was reported that the patient got a controller fault alarm. The controller was exchanged. The controller was to be returned. No log files were available. The patient was fine and tolerated the exchange with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarm was not reproduced during testing. The log file contained approximately 3 days of data (11apr2021 ¿ 14apr2021 per the timestamp). A controller fault alarm activated following a backup battery load test on 14apr2021 at 7:35:23 due to a backup battery test circuit fault. The alarm activated due to the unloaded backup battery voltage being measured above the acceptable voltage. The alarm resolved at 10:04:39 on 14apr2021 due to another load test being performed and the unloaded voltage being within the acceptable voltage range. The driveline was disconnected on 14apr2021 at 10:55:16 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Multiple load tests were performed during testing and no atypical alarms were produced. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. G) section 2 ¿system operations¿ explains how to replace the system controller and backup battery. Section 5 of the IFU ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 01sep2017. No further information was provided. The manufacturer is closing the file on this event.